Event description:
It was reported that a patient experienced high impedance, repeated error messages on the device programs instructing to call the ma nufacturer, and an out of regulation (oor) message that appeared multiple times. Two electrodes, specifically electrodes 13 and 14, were not functioning, and the patient reported a lack of pain relief from the device prior to reprogramming. The patient had been involved in an accident, having been hit by a vehicle traveling at 65 mph. A connection test was performed, revealing two electrodes were out, and impedance values were checked, showing a value of 40,000 on right lead electrode 13 while left lead electrodes 0-7 were all green. Troubleshooting included swapping device programs over the phone, meeting in person to check connections and impedance, and reprogramming the device with ld on 0-7, which resulted in bi-lateral coverage and pain relief for all target areas. The patient was able to operate the remote without further error messages and was pleased with the adjustment. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.